Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed loss of prime warnings with low non-zero force. The pump performed the rewind, load, and prime sequence without issues. A force sensor calibration test was performed and found that the pump was out of calibration. The pump was opened and physical damage was found to the force sensor assembly. Unrelated to the complaint, the display screen was found to be dim.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging the following sequence of events: the pump kept emitting loss of primes warnings when the patient was trying to clear a call service alarm: she changed out cartridge and infusion set with no success in quieting alarm. Pump repeatedly showed pump not primed, but patient saw insulin at end of tubing. A large prime volume warning was emitted when she attempted to change cartridge and site. The patient had 200 units in cartridge and during the load step the pump pushed insulin through the tubing. When load step completed the pump read 155 units. Pt confirmed did not see any insulin coming out the end of the tubing till she pressed continue. Denies other issues with the pump prior to this morning. Customer technical support advised her to contact her health care provider and go on a back up plan. There is no reported blood glucose excursion related to this issue. This complaint is being reported based on the allegation that the pump malfunctioned during the load step.